Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the (B)(6) system. During an interventional procedure, the user reported that water was leaking from the c-arm. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause could not be determined. During troubleshooting the service engineer found that cooling water was leaking from a hose near the joint to the x-ray tube. The hose crimp fitting had completely become loose from the barb and popped off the quick connection. The leaking water damaged several pcbs (ali2 and pif-c boards) inside the c-arm due to short circuits on the affected electronic components. Therefore, several error messages were displayed related to the hot x-ray tube, slow system movements, communication errors and limited image functionality. For such system faults, a detailed investigation on the defective system in its original environment is required to determine the root cause. In the present case the cse had already performed onsite trouble shooting activities resolving the issue. The cse reseated the water hose connection with new clamps and replaced the ali2 and pif-c boards. It is very likely that a permanent or repeated tension bigger than the specified value was applied against the hose during regular operation. It was found that the cable harness might apply higher forces as specified to this specific hose connection during regular system movements. With these results, the cable routing was modified in affected systems to prevent fast wear related deterioration of the affected hose. Improvements for the described issue are being considered and evaluated.